Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch mini lancer had a cracked or broken casing. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained in a follow up call by medical surveillance (ms). The patient reported that the device issue occurred in july 2015 and stated during the follow up call that because of the issue she "was not able to test her blood". The patient does not take any medication to manage her diabetes and claimed that on (B)(6) 2015 she decreased her food or drink intake. The patient claimed that "one month" after the alleged issue occurred she developed symptoms of "chills", which during follow up she claimed included "sweats", as well as "fever and flush", however denied receiving any treatment. The cca noted during troubleshooting that there was no apparent misuse of the device and it was not the first time it had been used. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.